Event description:
The device was used during an unknown procedure. Reportedly, the distal end of the needle broke during use. No patient injury was reported. Another device was used to finish the procedure.